Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the procedure consisted of one 10 minute ablation followed by a five minute ablation. During the second ablation cycle, the tip of the electrode broke off in the patient's kidney and was left behind. The procedure was completed.

Manufacturer narrative:
The incident device was not returned for evaluation, however photos of the device were provided. Visual inspection of the pictures confirmed that the antenna shaft was broken and the tip separated from the shaft. The investigation could not determine the root cause of the customer's report. The customer has been advised to return the device so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the procedure consisted of one 10 minute ablation followed by a five minute ablation. During the second ablation cycle, the tip of the electrode broke off in the patient's kidney and was left behind. The procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.